Event description:
Quadra h stem subsided and the surgeon has decided to perform a revision surgery, happened on the (B)(6) 2011. During the revision, the stem was not removed, but only the cocr ball head was substituted.

Manufacturer narrative:
Pt underwent a primary thr on the (B)(6), 2011. A quadra h stem size 9 was implanted (k082792) but size 10 may have been a better fit due to size of canal. The stem subsided and the surgeon has decided to perform a revision surgery, happened on the (B)(6) 2011. During the revision, the stem was not removed, but only the cocr ball head was substituted. The ball head initially implanted was a 32 mm diameter size m (offset 0). The surgeon replaced it with a ceramic ball head 32 mm diameter size xl (offset +7). He decide to not replace the stem because it was stable. The revision surgery was due to a wrong decision made by the surgeon during the primary surgery, when he decided the sizes of the implants.